Manufacturer narrative:
During a literature search an article was noted that the authors designed an endograft using a 3-mm-diameter balloon-expandable ptfe graft with terminal palmaz stents placed on the outside of the graft, folding the ptfe back over the stents to form a collar at each end. Following the procedure, a hematoma required several hours of groin compression, which occluded the endograft. This occlusion was treated successfully with thrombolysis and dilation. During the twelve (12) month follow up there was also occlusion of the graft. The lesion was located in the superficial femoral, four (4) cm. In length and the graft was six (6) cm. The device required a fourteen (14) fr. Introducer system. (B)(4): the product is not available for evaluation and testing. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. (B)(4): the product is not available for evaluation and testing. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. The article concluded that, although this endoluminal graft system is technically feasible and showed encouraging intermediate-term patency in a small pilot study, the early and late complications identified several shortcomings of this design, which needs refinement. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during the procedure. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # (B)(4)/9616099-2018-01992, and (B)(4).

Event description:
An article was noted during a literature search. As noted in the publication: lundquist et al endovascular treatment of atherosclerotic lower limb lesions using a ptfe-collared stent-graft; j endovasc ther 2000;7:221¿226; we designed an endograft using a 3-mm-diameter balloon-expandable ptfe graft with terminal palmaz stents placed on the outside of the graft, folding the ptfe back over the stents to form a collar at each end. Following the procedure, a hematoma required several hours of groin compression, which occluded the endograft. This occlusion was treated successfully with thrombolysis and dilation. During the twelve (12) month follow up there was also occlusion of the graft. The lesion was located in the superficial femoral, four (4) cm. In length and the graft was six (6) cm. The device required a fourteen (14) fr. Introducer system.